Manufacturer narrative:
(B)(4). Date sent: 4/22/2026. B3: unknown; captured as awareness date. D4 batch #: a98x8c. Additional information was requested and the following was obtained: could you please provide the lot/batch? Unknown. Did the active titanium blade break off? Yes. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the tissue pad damaged. In addition, the blade tip was damaged tip off not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. A tyvek and carton were returned with the device. During functional testing to the energy system, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. Due to the device returned condition we were unable to investigate further the reported tissue effect issues the device was disassembled to verify the condition of the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Subsequent activations may increase the severity of the blade damage. Once minor blade damage has occurred can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch a98x8c, and no non-conformances were identified.

Event description:
It was reported that, during an unknown surgery, the output was different from normal. The customer felt something different, so it was replaced with a new one. The defective product that was retrieved had a chipped blade, but there is no possibility of it remaining inside the body. (It has not chipped when it was replaced with a new one.) There were no adverse consequences to the patient. No further information is available.